Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: proposed mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, h10 and h11.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill was connected to a power unit and then the drill fractured during use. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Event description:
It is further reported that the item is a competitor's product and zimmer biomet product was not involved.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11. Correction is in d4. No problem was found with the reported device. Follow ups determined the device is a competitor's product. Upon reassessment of the reported event, it was determined to be not reportable as the item involved is a competitor's product. The initial report was forwarded in error and should be voided.